Manufacturer narrative:
Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that an unknown date the stent balloon was deployed and inflated as per surgical technique. While it was being deflated, blood flowed into the stent. The surgeon completed the rest of the procedure. This report is for one (1) vbs w/balloon med. This is report 1 of 1 for (B)(4).